Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor memorygel breast implant 590cc gel breast prostheses when the left breast prosthesis ruptured post implantation. The rupture was diagnosed via ultrasound and MRI. Additionally, the patient developed bilateral baker grade ii capsular contracture post implantation. Lastly, a mammogram showed an unspecified lump on the patient¿s right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-10329 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, bilateral capsular contracture, right breast lump. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).